Event description:
The olympus representative reported (on behalf of the customer), that during preparation for use. The endoeye flex 3d deflectable videoscope, while being used with the evis exera iii video system center. Did not display an image or the 3d image function. The intended therapeutic procedure was completed successfully with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated. And the reported issue of no image and 3d image malfunction was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the image displayed noise with the 3d function, and the plug unit was damaged with leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image or 3d function issues could not be determined, however, the issues were likely due to leakage into the video connector during user handling, resulting in damage to an electronic component and intermittent function. The event may be detected by following the instructions for use which section below: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.